Event description:
A hemodialysis inpatient user facility returned a dialyzer that had a blood leak without any add'l info. Add'l attempts to contact the customer have been made with no add'l info provided. File will be processed with the info received to date.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.